Manufacturer narrative:
One accumax 200 laser fiber was returned for analysis. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. There was no damage along the body of the fiber. There was a round black shadow in the center of the fiber face within the sub miniature-a (sma) connector. Additional examination under magnification indicated that there was a debris on the fiber face. As a result, the aiming beam was dim and scattered with effective transmission measured of 31.0%. Functional analysis revealed that the ¿attach laser fiber¿ message cleared the console after attachment indicating that the fiber was recognized by the laser unit. The condition of the returned device would cause the device to have no/low energy output thereby confirming the event; however, the hole in the fiber approximately 2cm on the tip of the fiber cannot be confirmed. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a accumax 200 laser fiber was used for a procedure performed on (B)(6) 2016. Reportedly, the laser setting used was 53 joules, 6 seconds on mode 500 mj and 18hz. According to the complainant, during unpacking and outside the patient, a hole was noted approximately 2cm from the tip and the fiber would not work. The physician cut from the tip of the fiber two times. The fiber did not work. The physician completed the case and the procedure was completed with another accumax 200 laser fiber. There were no patient complications as a result of this event. The patient condition of the procedure was reported to be "no consequences or minor consequences for the patient." Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed, therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a accumax 200 laser fiber was used for a procedure performed on (B)(6) 2016. Reportedly, the laser setting used was 53 joules, 6 seconds on mode 500 mj and 18hz. According to the complainant, during unpacking and outside the patient, a hole was noted approximately 2cm from the tip and the fiber would not work. The physician cut from the tip of the fiber two times. The fiber did not work. The physician completed the case and the procedure was completed with another accumax 200 laser fiber. There were no patient complications as a result of this event. The patient condition of the procedure was reported to be "no consequences or minor consequences for the patient." Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.